Event description:
The user facility reported a patient planned for high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and immediately upon initiating support, suction occurred. The impella cp was unable to flow above 1.5 liters. The impella p-level was on p4. Left ventricle waveform was decoupled, but not below baseline. On p-level p2, suction persisted and unsuccessful attempts were made to reposition the pump. The physician decided to replace the impella cp which was successfully. There was no report of harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for low pump flow has been completed. The impella cp was returned for evaluation. Upon visual inspection, no abnormalities were noted. The pump was run in a bucket of water for approximately 15 minutes, with no suction alarms noted. The pump was able to flow at p-9 with flows of approximately 3.8 liters per minute. The data logs were returned for evaluation and pulsatile placement signal was observed throughout the case. The pump flow was able to remain consistent with p-level throughout the case. Suction alarms were noted at the beginning and end of case run. The pump was only run for approximately six minutes. The pump was attempted to be started again for about 26 seconds, and "impella in aorta" alarm occurred and the pump was turned off again and explanted. Clinical details noted that suction occurred almost immediately after start-up and repositioning did not resolve the issue. It was also noted that the patient had a small left ventricle and when a second impella was placed, it also experienced low flows. The root cause of the low pump flow was most likely due to patient's condition.